Manufacturer narrative:
During inspection and testing, error code e315 (scope error) occurred. In addition, there was noise in the image due to damage on the scope connector, there was a leak due to wear on switch one, angulation in the up direction did not meet standard and there was play in the up/down angulation knob due to the angle wires being stretched, the adhesive on the bending section cover was chipped due to deterioration, there were scratches on multiple parts of the device due to handling, there was evidence of water invasion in the device, paint on the air/water and scope cylinder was peeled, and there was a dark area in the image due to a scratch on the objective lens. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported an error code was displayed on the subject device. The subject device was sent to an olympus service center for evaluation. During inspection and testing, error code e315 (scope error) occurred. This report is being submitted for the malfunction found during evaluation (error code e315). There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and customer follow-up. B5: updated with customer information received. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the error code e315 (scope error) was liquid contact to the circuit board embedded in the scope connector, which caused conduction failure. After the occurrence of the liquid evaporated. The cause of water intrusion was unspecified, but possibly that water entered from switch 1 since lack of watertightness. Olympus will continue to monitor field performance for this device.

Event description:
Customer could not confirm when the error code occurred but confirmed no impact to the patient.